Event description:
It was reported by a customer on (B)(6) 2011 the fiber stopped working for no visible reason at 150,000 joules. Per the customer, no fiber tip damage or other problems were found. No patient injury was reported.